Event description:
It was reported by the customer, during preparation for use, the lamp socket failed and failed to light up on the video system while being used with a rhino-laryngo videoscope. The patient was not under anesthesia. The procedure was completed with another device. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The lamp socket was faulty which resulted in a lamp light-up failure. The light source was faulty, and the brightness was too dim, but the image was visible. The video limit switch could not work and therefore the position of the lamp became faulty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The specific root cause of the faulty lamp socket and the faulty limit switch could not be determined at this time. Olympus will continue to monitor field performance for this device.